Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a smartablate system rf generator and suffered a cerebrovascular accident, esophageal fistula, pericardial effusion and deceased. After the procedure, the patient experienced sudden onset of chest pain, pericardial effusion and stroke. A CT scan was done which revealed an atrioesophageal fistula. Surgical repair was done and the patient deceased. The anesthesiologist used a standard temperature probe in the esophagus to prevent esophageal injury. Settings during the event include: power control mode / temperature warning at 43°c and cut off at 50°c / impedance cut off at 250 ohms / power burning was between 25°c and 30°c. There were no warnings or error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that either the generation 2 smarttouch catheter is more powerful than the previous catheters or that there may be an engineering problem.